Event description:
It was reported that the pt has an extensive history of middle ear pathology and disease. Several months ago, the pt stated discomfort and swelling around the left ear. The discomfort increased when wearing the processor and stimulation was active. The pt discontinued using of the cochlear implant due to the discomfort. A cholesteatoma was supposed based on a CT scan. A surgery was carried out on (B)(6), 2011, but no cholesteatoma was found. Anyway, the surgeon decided to explant the device and reimplant with a new one. Device testing carried out prior to the surgery showed results within normal limits. The external parts were also checked.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.